Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line, which was reproduced during evaluation. A review of the event history log identified constant air in line as air in line messages. The cause was determined to be the out of specification upstream fluid readings. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.